Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip at the midpoint of the grip. Pieces were missing. The broken piece was not returned and it measured approximately 0.094" x 0.076".

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a recognition issue. The instrument suddenly stopped working while in use. The procedure was completing as planned with no reported injury.